Manufacturer narrative:
The pump has been returned to animas for eval. The battery was not returned with the pump for investigation. The complaint regarding the pump overheating could not be duplicated during investigation. No activity related to the complaint was observed in the black box or download history. The pump powered on normally and was exercised for 5 hours with no overheating or alarms. The pump electrical current drawn were tested and found to be within spec. No leaks were found during leak testing. The pump power was removed to inspect for internal moisture ingress and none was found. The power flex, battery connections and internal components were tested for intermitting conditions and no defects were found.

Event description:
The pt contacted animas on (B)(6), 2010, alleging that the pump and battery were extremely hot to touch. The pt denied being burned or having any signs of redness. The pt denied that there was any battery corrosion or water exposure. The pt also denied any signs of damage on the cap or in the compartment. The animas rep confirmed that the pt had a backup plan. Based on the info provided, this complaint is being reported due to the alleged overheating pump and battery issue. There is no evidence, however, that the pt suffered a serious injury because of the alleged issue. The reporter did not allege any harm due to the reported pump and battery issue.